Event description:
Complainant states that she used a kotex pad when she noticed a 2" by 3" blackened area on the pad. She removed the pad and examined the area. She further explained that the area looked similar to the rest of the pad but appeared black. Denies any symptoms.